Event description:
Two depuy components removed from pt as there was a question of advanced or early wear in polymer cup. New prosthesis implanted on 3/31/99. Possible cement or plastic disintegration.